Event description:
It was reported that the patient underwent a procedure utilizing a titanium screw anchor on (B) (6)1010. The screw anchor was implanted into the glenoid bone, but upon removal, the suture and eyelet fractured from this screw, leaving the bulk of the anchor still implanted in the bone.

Manufacturer narrative:
Other-evaluation of the explanted device found evidence of fatigue fracture. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).